Event description:
A report was noted from kera-net (the official online resource of the cornea society) in which a physician stated that a female patient experienced a contact lens associated fusarium keratitis while using renu with moistureloc multi-purpose solution. The product was given as a sample by the patient's previous optometrist sometime between april to june 2005. The physician stated that the patient used ciba focus night & day extended wear contact lenses for 30+ days of continuous wear without use of overnight disinfection. The patient removed her contact lenses 3-4 times per week, rinsed them in "the plastic cups" (i.e. Renu contact lens case), and then promptly inserted the contact lenses.on the date of the event the patient visited her local optometrist as she awoke with severe right eye pain and photophobia. The patient was diagnosed to have "2+corneal edema and 2+anterior chamber cells". She was treated with pred forte od q2hr and zymar od qid. The patient continued topical steroids despite worsening of her condition that included "lid edema", "descemet's folds 2+" and "a faint central infiltrate". The patient developed a persistent central corenal epithelial defect. She was then referred to an itinerant, consulting ophthalmologist who diagnosed her with hsv (herpes simplex virus) keratouveitis. The patient's dose of pred forte was increased to q1hr and acyclovir 800 mg 5x/day was added.the patient's condition had steadily worsened, despite more than 10 office visits in a one month span. The patient became so uncomfortable and distraught that she sought a second opinion from this physician in mar 2006. The physician diagnosed the patient with corneal ulcer. The physician immediately cultured the patient's corneal ulcer on blood agar, chocolate agar, sabouraud's media and thioglycolate using calcium alginate swabs and several sterile #15 bard parker blades. An immediate gram stain showed only polys and rare gram positive cocci. The physician discontinued pred forte and acyclovir immediately, but continued zymar q2hrs. The patient was then seen in less than 24 hours and was started on vancomycin (25mg/ml) q1hr and levaquin oral based on her gram stain.the physician stated that he strongly suspected fungal keratitis, but initial cultures were all negative. The physician recultured the patient's ulcer on all the same media, scraping the soft, necrotic base of the ulcer with a kumra spatula. The physician sent the sample for giemsa staining. The pathologist could not identify any fungal elements. The patient's hypopyon worsened and the infiltrate seemed to extending peripherally. The physician cultured/biopsied the patient's cornea a third time.in april 2006, the physician performed a pk (penetrating keratoplasty)/corneal transplant. The physician directly plated the mucopurulent hypopyon and sectioned the excised cornea on blood/cho agar, sabouraud's, thio, lowenstein jensen-media. The histopathy went for h&e, pas and giemsa staining. In 48 hours, a white, filamentrous fungus was growing in the chocolate agar. The pas staining on the patch specimen should deep fungal hyphae. Later, the mycology lab confirmed the fungus as fusartium.on the first post op day, the patient was started on topical voriconazole (10mg/ml q1hr) reconstituted from vfend IV (200 mg vial). Four days post op, the patient has an acuity of 20/300 and "fungus free". The physician maintained the patient on pred forte qid. The patient's epithelium was intact and there was no hypopyon or fibrin in the ac (anteiro chamber). Ten days post op, the patient was doing well on topical voriconazole q1hr, as well as cautious dose of pred forte qid and an off-label use of restasis qid. There were no infiltrates, but a slight diffuse stromal haze.in may 2006, the physician reported that the patient was doing better. The patient's eye was fungal-free. Her vision was 20/100. The physician expects the patient's eye condition will improve but feels there will be permanent vision loss.